Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 could not get insufflation to flow through the btt. Checked it for occlusions, none seen. Happened during both dissection and ligation. Not able to switch to distal insufflation for ligation. Needed to open another kit to complete the case. Caused a delay to try and troubleshoot this problem. No patient effects reported.

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000419364 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.